Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-22897. Related manufacturer reference number: 2017865-2020-22898. It was reported that the patient presented in clinic for a device check after having a fall. Upon review, chest x-ray revealed that the atrial, right ventricle, and left ventricle leads were all dislodged. The atrial lead exhibited failure to sense. The right ventricle lead exhibited intermittent failure to capture. The left ventricle lead failed to capture. The leads were all explanted and replaced. Patient was stable.